Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19sep2018. It was reported that crossing difficulty was encountered. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed as there was no same device available. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Distal stent strut rows were deformed and pulled in a distal direction over the distal markerband, extending 3.5mm past the markerband. Stent strut row 5 from the proximal end was deformed and lifted off the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed multiple kinks to the inner/outer polymer extrusion. A visual and microscopic examination of the tip found damage. No other issues were identified during the product analysis.